Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and burn marks were observed in usb port damaged usb pins. Plastic around usb port was observed to be melted. Visual inspection performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification. Power adapter was passed the testing. Visual inspection performed on the usb charger and charging cable and no issues were observed. Usb charger and charging cable was passed the testing. A further extended investigation was conducted. Visual inspection was performed on the returned reader was performed using a digital microscope and burn marks and damaged pins were observed, confirming the previous phase findings. The top of the usb power surge protector had melted plastic from the case¿s reinforcing gussets. In addition, signs of liquid contamination were present on the usb power surge protector. The data from the initial scan could not be reviewed due to the damaged usb port, which prevented connection to the data cable. The returned reader was brought to the bench for functional testing. The returned cable passed the cable test. The returned adapter was found to be within specification. The returned battery voltage was measured however, results were not within specification range. A known good battery was used for the duration of the investigation. Using a known good battery, the reader was able to power on with a button depression and test strip insertion. The returned reader was unable to charge using the charging cable. The reader passed the built-in reader test. Thermal monitoring using a thermal camera and hot spots were seen on the cpu. Off current was measured which was outside the required specification libre readers with nxp processors present. These findings indicate that liquid contamination compromised the thermal regulation and the integrity of internal components. Liquid contamination on the usb port led to internal component damage and overheating. The root cause of the issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter were reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast draining battery. The product was returned and investigated for the battery issue, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast draining battery. The product was returned and investigated for the battery issue, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.